Manufacturer narrative:
The serial number of the customer's cobas e411 disk is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys estradiol iii results from one patient sample tested on the cobas e411 disk. The initial result was not reported outside of the laboratory as the reporter questioned it, prompting the rerun of the patient sample. The initial result of the undiluted patient sample was >3000 pg/ml with a data flag. The first repeat result of the analyzer-diluted patient sample was an estimated result of 256/270 pg/ml. The second repeat result of the undiluted patient sample was 16 pg/ml. The third repeat result of the undiluted patient sample was 11.18 pg/ml. The fourth repeat result from another laboratory that uses a cobas e 801 analyzer was <5 pg/ml with a data flag. This result was deemed correct and reported, as the doctor expected a "<30" result.

Manufacturer narrative:
The customer stated that they had no issues with the reagent qc. The field applications specialist noted that the imprecision in the limit of detection (lod) measurement was due to the analytic measurable range (amr) being set to the lod of the assay instead of the limit of quantification (loq). Product labeling states "limit of detection: 18.4 pmol/l (5 pg/ml); limit of quantitation: 91.8 pmol/l (25 pg/ml) with a total allowable error of 30 %." The customer performed a correlation test with successful results. The customer stated there were no issues with the analyzer.